Event description:
It was reported that pump display had pixel damage on half of the screen, which affected ability to read information and interact with pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump into storage mode before return, advised that pump settings and continuous glucose monitor would need to be set up again on replacement device, and requested return of problematic pump using prepaid label within 10 days.